Event description:
It was reported that the patients stimulation was not targeting the right area. The patient underwent an scs (spinal cord stimulator) replacement procedure. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7078108/7080858.